Event description:
Patient reported receiving 09 (technical inspection due) alarm, but did not receive alert messages. Patient indicated that he has vision difficulties and never clears alarms on his device. Patient did not report any physiological effects.